Manufacturer narrative:
Response to the customer: thank you for informing us of your customer complaint where a carbon sterile sm11p blade has broken inside a patient during use. Reading through the complaint report, we can see that 3 different blade shapes have been listed, consisting of 5 different lot numbers, all with exactly the same incident and product description summary. We cannot investigate all 3 of these blade shapes and five lot numbers under this format of the one complaint number. We have received the broken blade in question from the listed carbon sterilesm11p, and the lot number, allowing us to investigate this broken blade. With this blade breaking during a surgical procedure, which we still have not been made aware of at this stage, we must report this complaint to the relevant competent authorities, as it falls into the category of an adverse incident. Thank you for returning the broken blade in question, and it did state on the container that the contents had been decontaminated, but we still processed it through our irradiation facility to ensure it was safe to handle. We were then able to test the heat treatment hardness of the broken blade on our calibrated hardness testing machine, where the result was over 800hv, proving this blade had been manufactured to the surgical blade standard bs2982, of which we claim compliance. With the use of this lot number, we have checked our in-process records from a department level to establish if we have had any deviations during the manufacturing of these blades. We can confirm none were found. We have also checked our history, and we can confirm we have received no further complaints regarding broken blades, of which 86,500 carbon sterile sm11p blades were produced and sold on this lot number. Once again, thank you for returning the broken blade in question for us to test and conclude our investigation. If further clarity is given in regards to the other blades, lot numbers, and incidents listed in the email from your customer, then please do not hesitate to contact us. We have been unable to establish how this blade broke inside the patient during use, as the reading from the heat treatment hardness test was above 800hv, proving the blade had been manufactured to the surgical blade standard bs 2982. No corrective action is required as we have been unable to establish the root cause of this complaint. No preventive action is required as we have been unable to establish the root cause of this complaint. The date of manufacture was unable to be entered, however as the healthcare facility provided the lot number we were able to identify that the device was manufactured in september 2024. When entering similar incidents these have been stated as 0 for all four years, as despite numerous attempts to find out the procedure being performed this information was not provided.

Event description:
The following description was provided by the healthcare facility. "We had a blade snap inside of a patient during a case on friday. It took quite a bit to get the pieces out. It was from the shoulder pack. Lot# is 512438. The broken blade in question is available for testing". The following remedial actions were stated by the healthcare facility. "It took quite a bit to get the pieces out. It was from the shoulder pack. Lot# is 512438. The broken blade in question is available for testing. There was no injury as a result of this incident."